Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 240 units of cold insulin. Customer declined troubleshooting, and reportedly will use room temperature insulin to load cartridge. There was no impact on the customer's blood glucose level.